Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated to a MFR rep that they had a wand that was causing "communication issues." The batteries were changed and connections checked. Good faith attempts have been made for product return for analysis.